Event description:
While on coronary pulmonary bypass, the oxygenator failed, requiring the equipment to be changed out in order to complete the procedure. Dates of use: (B) (6) 2010. Diagnosis or reason for use: coronary artery bypass graft.